Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6), 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra mini meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. It was not reported when the alleged meter inaccuracy began. The patient reported obtaining blood glucose results of ¿182, 158 and 140 mg/dl ¿ with the subject meter, performed within 20 minutes or less of each other. The patient stated that they manage their diabetes with a combination of insulin (basaglar, 30 units and novolog, 2-20 units). It was not reported if the patient made any changes to their usual diabetes management regimen in response to the alleged issue. The patient claimed that on (B)(6), 2024, at 12:30 pm, after the alleged issue began, they experienced symptom of ¿confusion¿ while they were swimming. The patient claimed they immediately stopped swimming and performed a blood glucose test with the subject meter and obtained a result of ¿60 mg/dl¿. The patient stated that they self-treated with food (energy bar) and drank some water and felt better afterwards. The patient denied using any other device to test their blood glucose. At the time of troubleshooting, the cca noted the patient was testing with test strips that had expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.